Event description:
It was reported that since 2005 more and more electrodes became hi. Now 8 electrodes have status hi (e1-e5 and e10-e12). There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.